Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that they tried to press the esc and act buttons to clear the alarm, but it did not work. Customer uses an energizer alkaline battery. Customer had to discontinue pump use and is following their medical prescription for insulin shots until a replacement arrives. No further details given.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test and displacement test. However, the insulin pump alarmed prime during the prime test due to faulty force sensor resistor. We were unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to prime alarm. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window.